Manufacturer narrative:
Please void. This was a primary surgery not a revision surgery. There was no adverse events to patient.

Event description:
Please void. This was a primary surgery not a revision surgery. There was no adverse events to patient.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision - reason not reported.